Event description:
It was reported that it was not possible to interrogate the device. Further information states that the interrogation data of the device revealed abnormal data and therefore a manual guided reset was initiated to restore the data to the original status. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.